Event description:
The hospital reported vasoview hemopro 2 has problem with "coagulation."

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 has problem with "coagulation." The tip of the jaws actually came apart. Nothing fell into the patient. No additional incisions were required. They opened a new device. 10 minute delay overall. No patient harm.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,b5,b7,g3,g6,h2,h6,h10,h11. Corrected section: h6-clinical code changed to 4582; d4-exp date.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/05/2024. An investigation was conducted on 07/11/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method (B)(4) rev aa. The device successfully transected tissue four (4) times. Final testing was not conducted due to the condition of the heater wire. Based on the results of the evaluation, the reported failure "failure to cut" was not confirmed, however, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000374163 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
N/a.